Event description:
It was reported that on (B)(6) 2024, the surgical tech could not get the trochanteric fixation nail advanced (tfna) lag screw to seat on tfna lag screw inserter. They also couldn't thread the buttress/compression nut onto the blade/screw guide sleeve. The second set of instruments was opened to complete the case. There were no patient consequences reported. The surgery was completed successfully with a surgical delay of five (5) minutes. This report is for one (1) blade/screw guide sleeve this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H4, h6: device history record (DHR) review conducted: a manufacturing record evaluation was performed for the finished device product code: 03.037.017-us. Lot number:291p405. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 17-sep-2021. Manufacturing site: jabil bettlach. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the threads of the device was stripped. Additionally to this the device exhibits signs of use around the shaft and the threaded section. Furthermore, the yellow/red color markings that aids in aligning the sleeve to the mating devices were observed to be discolored. A dimensional inspection was performed for the device and was found to be in compliance with the specifications. Functional test was performed with the returned mating devices. Signs of resistance and friction during the assembling and disassembling process was found. Most likely due to the observed condition of the threaded section in both devices included in this complaint. Therefore the reported functional issues can be attributed to the condition found on these devices. The overall complaint was confirmed as the observed condition of the guide sleeve yell would contributed to the complained issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.